Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x80x120 epic vascular stent was implanted in the lesion. However, after deployment, the physician noticed more than normal foreshortening of the stent. An additional balloon was then used to dilate the uncovered portion of the lesion. No patient complications were reported and the patient's status was okay.